Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified anatomy and/or inadvertent mishandling resulted in the noted wrinkles sporadically throughout the entire length of the stent sheath thus resulting in the reported physical resistance -thumbwheel and the reported activation/deployment difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified mid superficial femoral artery. The 3.0x80mm armada 14 balloon dilatation catheter (bdc) failed to cross due to anatomy. The device was removed and lesion was pre-dilated with an unspecified balloon. A 7.0x100mm absolute pro stent was advanced without issue and deployed successfully; however, during deployment it was noted the thumbwheel was very difficult to turn and need extra force to deploy the stent. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.